Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis. The guide wire was engaged in the oad. Visual examination revealed two filar fractures on the oad driveshaft. Scanning electron microscopy of the fractures showed they failed due to fatigue. Details reported to csi indicated that when the user attempted to remove the oad, it was difficult to pull back over the wire. Therefore, glide assist was used to remove the oad. It is hypothesized that pulling the oad back while spinning during the difficult removal of the device may have led to the filar fractures; however, the root cause of the damaged driveshaft is undetermined. At the conclusion of the device analysis investigation, the filar fractures were identified during analysis, but the root cause could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Findings resulting from investigation of the guide wire involved in this event were reported under MDR 3004742232-2020-00211. (B)(4).

Event description:
At the conclusion of the device analysis for a guide wire fracture (complaint (B)(4)), filar fractures were identified on the diamondback coronary orbital atherectomy device (oad). This information was not included in the original report, which indicated that only the wire fractured. The original report only indicated that the oad was temporarily difficult to remove over the guide wire. Additional information provided to csi did not definitively conclude whether the filar fractures occurred in vivo or ex vivo. However, device analysis findings seem to indicate the fractures may have occurred in vivo.